Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states 'valves on cuff pilot valve sometimes inflate, sometimes don't.' Alleged issue reported detected during testing prior to use on a patient. No patient harm or impact reported.

Event description:
Customer complaint states 'valves on cuff pilot valve sometimes inflate, sometimes don't.' Alleged issue reported detected during testing prior to use on a patient. No patient harm or impact reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. Visual exam of the returned sample revealed no damage observed from the outer profile of the device. Functional testing was performed and it was found that the device could be inflated and deflated with a syringe. The DHR was reviewed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. The device functioned as intended.